Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per medical examiner's report, cause of death was gi (gastrointestinal) bleed due to complications of diabetes, due to poorly controlled diabetes. Other significant factors were cerebral vascular dementia and history of stroke. No autopsy was performed. Customer had been on the pump for approximately one week and this was the customer's first experience with an insulin pump. Prior to starting on the pump, customer's a1c level was consistently elevating and customer was experiencing increasing vision problems and it was thought that customer would be able to achieve better blood glucose (bg) control using a pump. Customer's last documented bg readings were recorded by the customer on (B)(6) 2018 as 365 mg/dl at 2:30 pm with 15 units of insulin delivered, a bg of "hi" at 9:15 pm with 6.55 units of insulin delivered, and a bg of "hi" at 10 pm with 6 units of insulin recorded.